Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that while supporting a patient the cs300 intra-aortic balloon pump (iabp) generated a blood detected alarm. There was no indication of a leak and all connections were secure. The iabp was turned off and after 10 seconds it was restarted with no issue. No patient injury, harm or adverse event was reported.

Manufacturer narrative:
A getinge representative spoke with the facility's head nurse over the phone. The nurse stated that the alleged malfunction had been resolved but did not have any additional information as to the evaluation that took place.

Event description:
It was reported that while supporting a patient the cs300 intra-aortic balloon pump (iabp) generated a blood detected alarm. There was no indication of a leak and all connections were secure. The iabp was turned off and after 10 seconds it was restarted with no issue. No patient injury, harm or adverse event was reported.